Event description:
The customer alleged they received questionable creatinine (crea), alanine aminotransferase acc. To (B)(6) with/without pyridoxal phosphate activation (alt), bilirubin, albumin, and amylase on their p-module. The customer provided data form 23 patients, 16 of which had discrepant results that were reported outside the laboratory. The first patient's initial crea result was 90 umol/l. The repeat result was 62 umol/l. The second patient's initial crea result was 226 umol/l. The repeat result was 122 umol/l. The third patient's initial crea result was 82 umol/l. The repeat result was 46 umol/l. The fourth patient's initial crea result was 164 umol/l. The repeat result was 87 umol/l. The fifth patient's initial crea result was 81 umol/l. The repeat result was 56 umol/l. The sixth patient's initial crea result was 69 umol/l. The repeat result was 126 umol/l. The seventh patient's initial crea result was 42 umol/l. The repeat result was 86 umol/l. The eighth patient's initial crea result was 276 umol/l. The repeat result was 417 umol/l. The ninth patient's initial alt result was 420 u/l. The repeat result was 50 u/l. The tenth patient's initial alt result was 114 u/l. The repeat result was 46 u/l. The eleventh patient's initial alt result was 345 u/l. The repeat result was 162 u/l. The twelfth patient's initial bilirubin result was 112 umol/l. The repeat result was 15 umol/l. The thirteenth patient's initial bilirubin result was 105 umol/l. The repeat result was 6 umol/l. The fourteenth patient's initial bilirubin result was 80 umol/l. The repeat result was 20 umol/l. The fifteenth patient's initial albumin result was 42 g/l. The repeat result was 28 g/l. The sixteenth patient's initial albumin result was 44 g/l. The repeat result was 28 g/l. It was unknown if there were any adverse events. The crea, alt, bilirubin, and albumin reagent lot numbers and expiration dates were not provided. The field service representative determined that nozzles 2 and 6 were suddenly overflowing into the cuvettes. He adjusted the rinse water level. The instrument was working to specification and no further issues had been reported.

Manufacturer narrative:
This event occurred in (B)(6).